Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va01fg5, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the caller indicates there were no known accident or incident related to this complaint. Symptoms reported had sudden onset. Discussed urgent care or ER (emergency room) for medical care if needed. The patient states she has been waiting to see the hcp (healthcare provider) because the patient was experiencing pain in area of the back where the antenna was and clear where the battery was and goes down to the right ankle. The patient was asked how long had they had this pain and the patient states it has been 3-4 months and it comes and goes and sometimes quits (subsides) and has gotten worse the day of reported event date. The patient states the pain has quit in days. The patient states it has been 3-4 days straight in a row and hasn¿t stopped. The patient states she can¿t lay on the battery, can¿t sit down on it and was giving her a lot of pain. The patient states it has been swollen around the battery off and on 3-4 months and the patient states she has had a fever. The patient was asked how long they had the fever and the patient states it has been coming and going. The patient hasn¿t seen anyone at an urgent care or ER because patient felt it was ¿going¿ from the battery. The patient states every time she sits on the battery or lays on the battery it hurts real bad. The patient states she has a cold pack on it right now. It was noted that the symptoms came on more sudden than it had been. The patient states she kept telling the hcp (healthcare provider) it hurts to sit or lay on it and told the patient to leave it alone. The patient states hcp would change to another program and kept dilating her ¿phole¿. It was clarified that meant her vagina when saying ¿phole¿. The patient states she went through a CT scan 3-4 months ago and it showed that the vagina had dilated and they changed the program and it helped for a while and started back doing it again dilating phole (vagina) a month later. Additional information received reports the device was scheduled to be explanted on (B)(6) 2014. It was noted that there was a fifty percent or greater symptom reduction. The patient complains of chronic back pain and was convinced the stimulator device was causing that so the implant will be removed. The cause of the event was not determined and unknown if device related.

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was unclear if the patient appointment was scheduled for (B)(6) 2014. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted (B)(6) 2014 ¿took out.¿ it was reported that the stimulator cause the patient a lot of suffering infections, pain and neuropathy. They said not the patient diabetes but from the stimulator

Event description:
Additional information received reports the cause of the neuropathy and infections was not device related. It was reported that the healthcare provider stated ¿none that I know of¿ when asked what type of infection and what type of treatment. It was noted that the patient status was unchanged. The healthcare provider do not believe that the patients symptoms complaints were a result of the stimulator device. The healthcare provider was unsure if the device will be returned. The patient has fibromyalgia and multiple other chronic pain complaints. The healthcare provider was nearly certain that these have/had nothing to do with neurostimulator.